Manufacturer narrative:
A product investigation was conducted. Visual inspection: the blade/screw guide sleeve (p/n: 03.037.017, lot number: 9590744) was received at us cq. Upon visual inspection, one of the yellow markings and the red marking are missing. There was no evidence or indication of flaking from the inside of the device. The missing epoxy was investigated under corrective and preventive action and does not require any additional investigation for this defect. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Dimensional inspection: a dimensional inspection was not performed due to the nature of the received condition. Conclusion: the overall complaint was not confirmed for the blade/screw guide sleeve (p/n: 03.037.017, lot number: 9590744) as there is no evidence of flaking from the inside of the device. However, the red and one of the yellow markings are missing. No definitive root cause could be determined based on the provided information. The missing epoxy was investigated under corrective and preventive action. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no new corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number: 03.037.017, lot number: 9590744, manufacturing site: (B)(4), release to warehouse date: 31. July 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the blade/screw guide sleeve was noticed to have flaking off in the inside. The issue was discovered during cleaning in the sterile processing department (spd). It was also mentioned that the reported device was cleaned in a different days and put it in a sonic wash as well and still had issues with parts flaking in the inside. There were no patient and surgical involvement. This report is for one (1) blade/screw guide sleeve. This is report 1 of 1 for complaint (B)(4).